Event description:
It was reported that a patient underwent an peritoneum closure after sacrocolpoplexy on (B)(6) 2022 and barbed suture was used. During the procedure, the surgeon used the usual suturing technique (with backstitches at the end) but the suture barbs didn't hold the tissue together and whole suture line opened up. They had to use v-loc and do the suturing again. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, and the following was obtained: *was there any change in the patient¿s post-operative care due to the prolonged procedure? No. * were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. *was re-sutured surgically during a second procedure? During the same procedure right after stratafix did not hold the wound together (stratafix was removed and v-loc then used)". To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare. Active ingredient(s)- triclosan dosage form - suture/solid/parenteral. Strength - = 2360 g /m". Related to: 2210968-2022-05167 and 2210968-2022-05168.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 7/29/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned. Additional information was requested, the following was obtained: - was there any change in the patient¿s post-operative care due to the prolonged procedure? No - were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. - was re-sutured surgically during a second procedure? During the same procedure right after stratafix did not hold the wound together (stratafix was removed and v-loc then used). Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 ¿g /m. Related to: 2210968-2022-05167, 2210968-2022-05168, 2210968-2022-05169.